Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The patient complained of soreness and redness at the incision site. Blood cultures were negative but the patient had a low grade fever for one day. The lead tips were sent to the lab and pocket culture were taken. Antibiotic treatment was necessary. The implantable pulse generator (ipg) system was removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.